Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that she was having irregular readings on her insulin pump. She also stated she had gone into the pool with her insulin pump, which led her to have irregular readings on her insulin pump. The customer's blood glucose was unknown. The customer stated she did not notice frequent alarms since damaging her insulin pump. It was found the insulin pump passed the self test during troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2014-37925.